Manufacturer narrative:
(B) (4). Physio-control evaluated the device and observed that both batteries were charge depleted. Physio replaced the batteries, power and interface pcb assemblies to observe proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the replaced power and interface pcb assemblies at the failure analysis center and was unable to duplicate the reported issue. The assemblies were tested for over a week and there was no current leakage detected to pre-maturely drain the batteries. The batteries were tested and it was observed that the batteries were charge depleted and flagged disregard.

Event description:
It was reported that the device depleted both installed batteries in the off state and would not turn on. There was no report of patient involvement with the incident.